Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was not consistently unlatching and only worked intermittently. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was not consistently unlatching and only worked intermittently. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, the field service engineer replaced the all-in-one (aio) component. However, the part was incorrect. The fse confirmed that the customer had reported the issue as the smart remote manager (srm) not always unlatching. The good faith attempts were made to obtain additional information. No responses were received from the field service engineer (fse) or the fse manager. Additional information was added to the record if and when it was received.